Event description:
It was reported that a speaker issue occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history record (DHR) review was conducted, which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top and bottom cases are in excellent condition. Broken ear clip. Customer?s reported issue was not duplicated during power-up process. Error found in event history log. The root cause of the reported issue was not determined. No external damage or contamination was found to interconnect board or speaker. Actions taken to mitigate the reported issue: replaced speaker as preventative measure. Performed power up process and all the functional test passed. A corrective and preventative action has been opened to address the reported issue.